Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. The reported glenoid loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitants: 320-38-00 - 145-deg pe 38mm hum liner +0 6564822. 320-06-38 - glenosphere 38mm 6581353. 320-10-00 - equinoxe reverse tray adapter plate tray +0 6653173. 300-01-12 - equinoxe humeral stem primary press fit 12mm 6531202. 320-15-05 - eq rev locking screw 6652733. 320-20-00 - eq reverse torque defining screw kit 6675445. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s087710. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s107356. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s064228. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm s082776. 315-35-00 - glnd kwire 6670636. 315-35-00 - glnd kwire 6670643. 315-35-00 - glnd kwire 6670644. 531-20-00 - shldr gps rvrs drill kit 6156098. 531-78-20 - shouldr gps hex pins kit 6622065. A10012 - gps implant kit v2 06015920005.

Event description:
As reported 3 years and 2 months post-operatively of a left tsa, the patient came into clinic and x-rays revealed loosening of the glenoid component. Patient was scheduled for removal of implant and revision early spring 2024. The event is possible related to the device and unlikely related to the procedure and considered to be resolved as of summer 2024.